Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming "no disposable, pump won't run" and air was noted in the line. It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 92.8 ml, rate 2.0 ml.hr and 24.50 ml was given. No adverse patient effects were reported. No additional information is available at this time.